Event description:
After an implantation period of approx. 45 months, it was reported that the measured pacing impedance was too high.

Manufacturer narrative:
Upon receipt the lead was found cut 22cm distal to the is-4 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment and a thread was found 24cm distal to the is4 connector pin bound on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. Ligature marks were found 41cm distal to the is4 connector pin. At this location the insulation was found deformed and a conductor fracture of all conductor coils was noted. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics and location mentioned above, it is reasonable to assume that these damages resulted from a very tight suture sleeve.